Manufacturer narrative:
1219930-2026-02287 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre operative setup for a robotic laparoscopic total hysterectomy with bilateral salpingectomy procedure, and prior to the patient entering the operating room, one robotic arm in the arm cart assembly(aca) failed to calibrate. While performing uterine vessels division, the procedure was initiated using the alternative hysterectomy (alt) four arm port placement configuration. The surgeon¿s right hand trocar was placed higher than recommended, above the caudal plane of the fourth arm and endoscope arm, resulting in reduced reach and recurrent arm collisions involving the monopolar curved shears(mcs) and cadiere forceps(cf). Due to suboptimal port placement, limited instrument reach related to patient anatomy, reported bfg performance concerns, and excessive bleeding, the surgeon expressed reduced confidence in achieving hemostasis robotically. The hugo system was withdrawn and undocked, and the procedure was converted to laparoscopy and completed successfully using standard laparoscopic instruments. It took more than 30 minutes to resolve the issue.